Manufacturer narrative:
User error. Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Customer had reused the same cartridge. Tandem technical support educated customer on cartridge labeling. Customer troubleshooting with tandem technical support. Customer's blood glucose level over 300 mg/dl.